Event description:
The reporter stated that in 2007, they installed replacement frog legs on this chair, four months later the end-user brought the chair in to the dealer and said that 11 days after new forks and casters were installed, they fell off and she was thrown from her chair resulting in a head injury. The reporter stated that he does not know the extent of the head injury and that the end-user was taken to the hospital.

Manufacturer narrative:
Product has not been returned to the MFR for eval.